Event description:
Treatment of an avm (arteriovenous malformation) off of the vert. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the procedure, it was reported the distal segment of the catheter separated and became lodged in the pica (posterior inferior cerebellar artery). The physician stated there was friction experienced during the injection. On (B)(6) 2014, it was reported the patient was doing fine and the broken catheter segment remains in the patient with no future plans on removing it. Same event as MDR# 2029214-2014-00487.

Manufacturer narrative:
The catheter was returned for evaluation broken into two segments at approximately 159cm from the proximal end. Approximately 12cm of the distal tip was missing as it remains in the patient. The catheter was also found ruptured at 5cm from the broken distal end. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx/kink) within the catheter, resulting in pressures exceeding the limits of the catheter. The broken end exhibited plastic deformation (necking and stretching) of the tubing material indicating that the catheter broke when pulled and exceeded the tensile strength of the tubing material. All products are 100% inspected for damage and irregularities during manufacture. 100 = catheter rupture/separation. Reference cer (B)(4).